Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility peritoneal dialysis registered nurse (pdrn) reported they were training a patient and a fluid leak occurred in step 9 - treatment end - remove cassette. The patient was not connected during the incident. Fluid was leaking inside the cassette door. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. There were no alarms or warnings prior to the leak. The sample was discarded. The pdrn was advised to re-setup the cycler. Upon follow up, the pdrn confirmed the reported event. The pdrn stated fluid was noted during step 9 of treatment as treatment was cancelled after the patient had already completed treatment and was disconnected from the cycler. Per pdrn upon opening the cassette door, fluid gushed out of of the cassette area and from around the cycler pump heads. The cause of the fluid leak was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient was previously connected to the cycler for treatment and had already completed treatment using the cycler prior to the leak. The patient has since resumed training and treatment using the replacement cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility peritoneal dialysis registered nurse (pdrn) reported they were training a patient and a fluid leak occurred in step 9 - treatment end - remove cassette. The patient was not connected during the incident. Fluid was leaking inside the cassette door. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. There were no alarms or warnings prior to the leak. The sample was discarded. The pdrn was advised to re-setup the cycler. Upon follow up, the pdrn confirmed the reported event. The pdrn stated fluid was noted during step 9 of treatment as treatment was cancelled after the patient had already completed treatment and was disconnected from the cycler. Per pdrn upon opening the cassette door, fluid gushed out of of the cassette area and from around the cycler pump heads. The cause of the fluid leak was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient was previously connected to the cycler for treatment and had already completed treatment using the cycler prior to the leak. The patient has since resumed training and treatment using the replacement cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.